Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with an implanted artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A computed tomography (CT) scan revealed the presence of fluid within the balloon component of the device. Subsequent cystoscopy demonstrated inadequate urethral coaptation. A surgical intervention was performed, during which the balloon was drained, yielding an unspecified yellow fluid. The aus device was explanted. No additional patient complications were reported.

Event description:
It was reported that the patient with an implanted artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A computed tomography (CT) scan revealed the presence of fluid within the balloon component of the device. Subsequent cystoscopy demonstrated inadequate urethral coaptation. A surgical intervention was performed, during which the balloon was drained, yielding an unspecified yellow fluid. The aus device was explanted. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4).